Event description:
It was reported that: the packaging of the staplers are broken at the corner. That makes their use impossible because of breach in sterility. There were two devices involved.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73f2200183 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photograph for analysis: reference pic (B)(4). The complaint of "broken package - sterility compromised" was able to be confirmed by the photograph. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. Dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35r 6/box lot #73f2200183 investigation did not show issues related to the complaint. The packaging was not returned. A corrective action is not required at this time as complete visual inspection could not be performed on the sample. It is necessary to receive the complete physical sample to perform a proper investigation, determine root cause, and implement corrective actions. If the packaging of this complaint sample becomes available at a later date, this complaint investigation will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: the packaging of the staplers are broken at the corner. That makes their use impossible because of breach in sterility. There were two devices involved.